Event description:
Report rec'd from abbott intl (abbott canada) of an overdelivery. The report states: "set to 100 ml, delivered 150 ml. -no adverse event to the pt." Additional info was requested but is not available from the canadian user facility.